Manufacturer narrative:
Product has been received by manufacturer, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: a catheter was inserted into the patient and then the balloon deflated shortly after insertion. Another catheter was used without any issues. No patient injuries reported.